Event description:
The patient reported prior hospitalization on two occasions, one associated with hypoglycemia and one associated with hyperglycemia that progressed to diabetic ketoacidosis (dka). No additional details regarding either event were provided. Multiple good-faith attempts to obtain further information were unsuccessful. The dka event was previously documented and reported under internal insulet reference (B)(6), (report reference 3014585508-2026-27143-00). No further information is available.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hypoglycemia and hospitalization. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_android omnipod software app version: 3.1.6 operating system: bp2a.250605.031.a3.s938usqs9bzbh hardware: sm-s938u cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.